Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event.

Event description:
On 06/17/2025, it was reported by a facility representative via (B)(4) that an ar-8330h shaver was wobbly. This occurred during use in a case with no patient impact.